Manufacturer narrative:
(B)(4).

Event description:
On the 6th march 2015, lenstec (barbados) inc. Received an email notification stating that the above lens was destroyed at the facility. Information provided at the time stated that the serial number or lot number of the cartridge was unknown, the lenstec push injector was used and another lens was successfully implanted. As the lens was destroyed at the facility and no information relating to any defect of the device or the returns authorization (ra) form were received, the complaint was trended in the complaints system. However on the 19th may 2015, after a review was conducted by the florida facility, the ra form was provided; the complaint stated "cut out of eye. Lens flipped; folding / unfolding issues". The lens was implanted and explanted on (B)(6) 2015, the incision was enlarged to remove the iol and there was no patient injury. The lc16 cartridge was used.

Event description:
On the 6th march 2015, lenstec ((B)(4)) inc. Received an email notification stating that the above lens was destroyed at the facility. Information provided at the time stated that the serial number or lot number of the cartridge was unknown, the lenstec push injector was used and another lens was successfully implanted. As the lens was destroyed at the facility and no information relating to any defect of the device or the returns authorization (ra) form were received, the complaint was trended in the complaints system. However on (B)(6) 2015, after a review was conducted by the (B)(6) facility, the ra form was provided; the complaint stated "cut out of eye. Lens flipped; folding/unfolding issues". The lens was implanted and explanted on (B)(6) 2015, the incision was enlarged to remove the iol and there was no patient injury. The lc16 cartridge was used.